Event description:
A customer reported that he was unable to power on the freestyle libre 2 reader with button press which prevented him from being able to test and monitor glucose. As a result, the customer experienced vomiting and had contact with a healthcare provider who diagnosed him with hyperglycemia. Customer was provided unspecified treatment to lower glucose levels. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.